Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: one similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicted that the surgeon implanted a 13.2mm vticmo13.2; -11.5/+3.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to surgeon preference change and then noted "surgeon preference change is referring to icl size change noted from postoperative icl vault". The problem was resolved.